Event description:
It was reported that the lead exhibited decreased p-wave amplitude and elevated pacing thresholds due to dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.